Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unknown age or origin. The pt was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen ergo burgundy / clear pen body (lot number unk) with a clear cartridge holder attached was reported to have two broken engagement tabs. This humapen ergo, burgundy / clear pen body with a clear cartridge holder attached is associated with cid00470778. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the pt had used this device model. It was unknown if the device would be returned to the company. It was unknown if this humapen ergo burgundy / clear pen body with a clear cartridge holder attached was continued.